Event description:
Caller reported a cartridge alarm with consecutive cartridges. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer was provided instructions for putting the pump into storage mode and agreed to return the problematic pump to tandem via ups using a return box and pre-paid label within 10 days. Resolving the issue, cts sent a replacement pump to the customer, and customer acknowledged the steps required upon receiving the new pump.